Event description:
A female in pedi ICU on mechanical ventilation required lipid infusion. The infant, as reported was on a prone position, with tpn lipids going through piv (peripheral intravenous) with y-connector. Upon vital sign check, blood was noted on burp pad. Nurse investigated to find a dislodged pressure valve that comes with the y-connector, blood was backing up from infants piv line. The pt with a history of thrombocytopenia required a platelet transfusion. Addendum: b-braun was notified, rep was at our hospital and discussed replacing our product with a bonded connector that does not detach.